Event description:
Advocate accidentally stuck herself with the customer's lancet. No additional info was provided about the event. Product was replaced and returned for evaluation.

Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date. Lancing devices are also not 510 (k) cleared. Non-bayer lancets and microlet were returned for evaluation.